Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that there was no failure with the system; no components were replaced. The mobile view station (mvs) was not plugged in causing the system to run on ups power; this was the cause of the issue. The imaging system passed the system checkout and was found to be fully functional. Not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system having issues communicating with the monitor, did not specify external monitor or mobile view station (mvs) monitor. No patient impacts.